Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The patient was pacemaker dependent. The lead was successfully explanted and replaced, no complications to the patient were observed.